Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained via a 5f sheath at the common femoral artery. There was no report of pre-procedure femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the deployment steps were per the instructions for use (IFU). Reportedly, the physician shuttled down and advanced the advancer tube to deploy the sealant. When the procedural sheath was retracted, the sealant came back with it. The physician removed the device and converted the patient to 15 minutes of manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The returned device was evaluated and it was found that the advancer tube was able to engage to the tamp lock. The catheter shaft and shuttle cartridge were inspected for presence of anomalies and none were found. Based on the provided information and the investigation performed, the root cause of the reported failure to deploy could not be determined. The review of the lhr (lot f1116402) indicated that the mynx lot met all established performance criteria prior to shipment.